Event description:
Complainant alleged that while attempting to monitor the heat rhythm of a pt the device inappropriately shut down. Complainant did not indicate that there was nay adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has rec'd the product and will be providing a follow-up report when our investigation is completed.